Event description:
It was reported that during a procedure involving implant of a leadless implantable pulse generator (ipg), there was a dislodgement issue due to tether cutting. When the tether was cut and removal was attempted, resistance was felt, and under fluoroscopy, it appeared to cause a micro dislodgement of the device. Repeat testing showed intermittent capture at 3v compared to a pre-tether value of 0.75v. The team proceeded to snare and retrieve the device without complications and subsequently implanted a second system. The product was explanted, and no adverse outcomes were reported for the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following:  brand name [micra] product ID [mc2vr01-delsys] (serial: [mvr608571e). D9: no medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.